Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found device in excellent condition. Functional testing found that after filling tank with water, water began seeping out the bottom outside corner of the tank cover. The root cause of the reported issue was found to be the faulty or poorly installed gasket for the water tank cover. Repair actions were to replace the tank cover gasket. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the device is leaking. No patient injury was reported.